Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited a loss of capture. The patient was not dependent and due to his age, the physician chose to avoid any intervention.